Manufacturer narrative:
The lot number was not provided/known. The placement driver was not returned to the manufacturer.

Event description:
The doctor reported, when inserting the implant with its placement driver and ratchet wrench, the internal hex of the implant was damaged. The doctor indicated that the implant was removed and another was placed within the same surgical procedure.

Manufacturer narrative:
The certain 4, 5, 6mm(d) implant driver tip - short involved in the incident was not returned for inspection. The t3 parallel walled implant associated with this event was returned for inspection. The internal drive feature of the implant is noted to be damaged. The certain 4, 5, 6mm(d) implant driver tip - short lot number was not provided, therefore a device history review was not performed. The DHR and complaint history review for the implant did not provide any deviations that would have contributed to this event. The event as it relates to the driver's contribution to the event is not-verifiable due to it was not returned for inspection. No definitive root cause could be determined. Not returned to manufacturer.